Event description:
The physician implanted the device with the intended outcome of 1 diopter of myopia. Postoperatively the patient displayed -8.0 diopters of myopia. Pre-op and post-op diagnostic measurements were rechecked by the doctor. Patient had a slight divergent squint and a small posterior staphyloma, however, the doctor could not explain the unexpected refractive result. The physician theorizes the lens was mis-labelled for diopter. The lens was removed and exchanged with a +2 diopter lens. This resulted in the patient having a +3.5 diopter of hypermetropia. Physician piggy-backed a lens and patient's visual acuity is now good. Batch records were reviewed and showed no deviations: diopter measurement records from this batch were verifed and confirmed to be within specifications. A review of the historical complaint database revealed no similar reports for this batch were received. The definitive cause of this diopter discrepancy remains unknown.